Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had flashing display. Customer's blood glucose was not given. Customer was advised to discontinue use of the pump and revert to backup plan. Insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation, the upper left hand corner of the lcd screen was whited out. Per visual inspection there are damaged pixels within the lcd display itself in the upper left hand corner. Insulin pump passed displacement and self tests otherwise.